Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the lead dislodged when the sheath was slit. A new sheath was used to place the lead again and it remains in use. No patient complications have been reported as a result of this event.